Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that the vitrectomy probe failed to function properly (cutter would not aspirate or cut tissue) during surgery. The procedure type was unknown. The surgery was ended up opening a new pack and swapped the cutter and then it worked perfectly. There was no patient impact.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.10. The used 20k cycles per minute probe was visually inspected. The returned probe needle tip was bent on returned condition. The probe needle tip cover was not returned. The led (light emitting diode) rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console the radio frequency identification (rfid) function met specification. The probe aspiration issue could not be confirmed because the probe needle tip was bent the investigation conducted a non-conformance review of the reported lot number. No deviations, were identified and all corresponding production release specifications defined in the device master record were met. The root cause for this complaint was inconclusive. The most probable root cause was attributed to potential equipment issues/incorrect storage or supply chain conditions post manufacturing. Action will not be taken based on this occurrence. An analysis of similar complaints confirmed no unfavorable trend for this event. Routine training is performed to ensure non-conforming product is rejected and placed in a reject bin during production. Quality assurance will continue to monitor and will take action for future occurrences as is deemed necessary. Mitigation controls are in place to identify defects including visual inspection of damage to the tray and lid. The observed damage on the returned product suggests that the tray was damaged post packaging assembly. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).